Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health professional reported that, during intraocular lens (iol) implant procedure, the lens would not load correctly. Patient contact was there. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The used device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was advanced into the nozzle and has advanced the lens to mid-nozzle. The plunger was correctly engaged to the trailing optic edge. The trailing haptic was folded onto the anterior optic surface. The leading haptic was extended in the device in front of the optic. The straight leading haptic was most likely interpreted as the reported complaint. The plunger, optic, and both haptics were in acceptable positions per the IFU (instruction for use). A non-qualified viscoelastic was indicated. A straight leading haptic was observed. This was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. Straight leading haptics may occur: due to the normal folding variations as indicated the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).